Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported event. The sensor interface board was replaced to resolve the reported issue. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit was giving a flow sensor error. There was no report of patient involvement.